Event description:
Customer is receiving sporadic readings. Customer only had 1 test strip left in the vial and was unable to test the strips with hi and lo control solution. Customer stated she's going to purchase more strips today and would like to have control solution to test the new vial.